Event description:
A malfunction alarm was reported by the customer, specifically displaying malf 6. There was no adverse impact to customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code happens again.